Event description:
Caller reported that a malfunction occurred on the pump, causing the customer's blood glucose level to reach 504 mg/dl. Customer addressed the high blood glucose by using a correction injection via mdi and did not require third-party assistance. Technical support provided information for resetting the pump, assisted the caller in doing so, and ensured the malfunction code did not recur after the reset. Customer was able to continue using the pump and was instructed to call back if any further issues arose.